Manufacturer narrative:
The company service representative examined the system and was not able to replicate the reported event. As a preventative measure, the company service representative changed the remote channel to prevent any potential interference with other infiniti systems onsite. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported the unit was switching modes on its own. Additional information has been received from the customer indicating the unit switched modes during phacoemulsification mode of a cataract extraction procedure. The setting was switched back and the procedure was completed with no harm to the patient. Service was requested.